Event description:
"A pt underwent anterior corpectomy at c6 with strut grafting & plating. When surgical drapes were removed from pt, and the electrode connections were removed, burns were noted at the motor recording sites as well as the pt grounding site for the motor evoked potential. Four burns total at the left & right hip (3rd degree) and also at the left & right calf." The customer was contacted and indicated that surgical intervention was necessary.